Event description:
It was reported that, during an implant procedure, high impedances (>40,000 ohms at 3 volts) were seen on multiple contacts (#0, 3, 4, 8, and 10). The lead was removed from the device, wiped clean, and the device openings suctioned with no change in impedances. The contacts were then removed and tested in a multi-lead trialing cable with normal impedances seen. When the leads were re-connected again to the neurostimulator, high impedances were measured. It was decided to then use a new stimulator device at which time normal impedances were seen. No injuries were reported and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.